Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that dilator tip damage occurred. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon opening the sheath for preparation, the dilator was noted to have what appeared to be extra dilator material on the tip. The dilator was replaced, and the procedure was successfully completed with a new sheath. No patient complications were reported. The sheath is not expected to be returned for analysis as it was disposed.